Manufacturer narrative:
Combination product: yes. The devices were not returned for analysis. The analysis is therefore only based on the returned data as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing processes for the ipg and the lead were reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance tests proved the devices functions to be as specified. The returned data was inspected. This data from may 13th, 2024 contain statistical data back to the last programming on may 10th, 2024. Upon initial interrogation on may 13th the rv capture control function was not active. The deactivation did not happen automatically. The rv pacing output was set to 5.4 v at 1.0 ms. No programmer data previous to the follow-up on may 10th were returned for analysis. The home monitoring (hm) data confirmed the pacing threshold increase up to 3.0 v. The pacemaker accordingly set the pacing amplitude to the start value (3.0 v) plus safety margin (1.2 v), as expected. Please note, the warning in hm occurs at values of the pacing threshold above 3.0 v. The available data does not show any indication of an ipg malfunction. Based on the data the ipg functioned as expected. The root cause of the threshold increase was not determinable. It cannot be excluded that a compromised lead might have led to this observation.

Event description:
It was reported that the patient experienced asystole due to loss of capture. The lead was capped. Should additional information be received, this file will be updated.

Event description:
It was reported that the patient experienced asystole due to loss of capture. The lead was capped. Should additional information be received, this file will be updated.